Event description:
The patient was hospitalized, intubated and in the ICU. They were unsure of the cause of the patient symptoms, but the symptoms "mimic withdrawal". The patient had seizures. When the physician interrogated the pump, it showed a pump memory error. They performed a therapy stop and updated with a new setting. It was noted that the day before, when the pump was checked the reservoir volume was blank. Today after the update, the session data report looked normal. The pump volume was checked and the actual amount matched the expected amount. The device system was used to deliver morphine sulfate 25 mg/ml at 7 mg/day. The physician was going to change the dose to 6.3 mg/day. The pump was recently filled; the next refill was (B) (6) 2010. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).